Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital with a blood glucose (bg) level of 600 mg/dl. The customer alleged the pump was not delivering boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. The customer attempted to self treat with a manual injection. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer reverted to an alternate form of insulin therapy. No additional patient or event information was available.